Event description:
It was reported that during use of this hose with a craniotome handpiece and codman skull perforator, the patient's dura was torn. There was no report of permanent or serious injury with this event. At this time, the patient's current condition is unknown.

Manufacturer narrative:
Investigation results: the hose was received for evaluation and noted with non conforming OEM repair parts, no other problems were noted. Please note: the codman perforator is not a conmed linvatec device.